Event description:
Consumer reported to the call center that they received a positive covid test result from their doctor on (B)(6) 2022. Consumer tested with inteliswab after their confirmed positive result and got a negative result. The consumer also stated they performed four inteliswab covid tests on (B)(6) 2022, all were negative. The consumer tested again on (B)(6) 2022 and received negative results. The consumer did not state when they were exposed to covid or when they started experiencing symptoms, therefore oti is only reporting the 1 false negative result from on (B)(6) 2022.

Event description:
Consumer reported to the call center that they received a positive covid test result from their doctor on (B)(6) 2022. Consumer tested with inteliswab after their confirmed positive result and got a negative result. The consumer also stated they performed four inteliswab covid tests on (B)(6) 2022, all were negative. The consumer tested again on (B)(6) 2022 and received negative results. The consumer did not state when they were exposed to covid or when they started experiencing symptoms, therefore oti is only reporting the 1 false negative result from (B)(6) 2022.

Manufacturer narrative:
No additional follow up is to be expected with this complaint and the incident will be closed internally. (B)(6) 2022- on (B)(6), 2022 biologist/scientific reviewer shahriar rahmani emailed orasure technologies, inc. Director of quality assurance, jennifer krause and requested that oti performed an investigation and determine the root cause of the false negative result in this submission. As of (B)(6),2022, oti performed a review of the device history record as well as the batch production record. The review did not indicate any abnormalities that would have contributed to the false negative result. In addition to the review, retain testing has been requested for lot cd220227. As of (B)(6),2022, retain testing is still in process and results have not been provided. The final investigation for this MDR will be available and uploaded by (B)(6) 2022.

Manufacturer narrative:
No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer reported to the call center that they received a positive covid test result from their doctor on (B)(6) 2022. Consumer tested with inteliswab after their confirmed positive result and got a negative result. The consumer also stated they performed four inteliswab covid tests on (B)(6) 2022, all were negative. The consumer tested again on (B)(6) 2022 and received negative results. The consumer did not state when they were exposed to covid or when they started experiencing symptoms, therefore oti is only reporting the 1 false negative result from (B)(6) 2022.

Event description:
Consumer reported to the call center that they received a positive covid test result from their doctor on (B)(6) 2022. Consumer tested with inteliswab after their confirmed positive result and got a negative result. The consumer also stated they performed four inteliswab covid tests on (B)(6) 2022, all were negative. The consumer tested again on (B)(6) 2022 and received negative results. The consumer did not state when they were exposed to covid or when they started experiencing symptoms, therefore oti is only reporting the 1 false negative result from (B)(6) 2022.

Manufacturer narrative:
No additional follow up is to be expected with this complaint and the incident will be closed internally. (B)(6) 2022- on (B)(6) 2022 biologist/scientific reviewer (B)(6) emailed orasure technologies, inc. Director of quality assurance, (B)(6) and requested that oti performed an investigation and determine the root cause of the false negative result in this submission. As of november 9,2022, oti performed a review of the device history record as well as the batch production record. The review did not indicate any abnormalities that would have contributed to the false negative result. In addition to the review, retain testing has been requested for lot cd220227. As of (B)(6) ,2022, retain testing is still in process and results have not been provided. The final investigation for this MDR will be available and uploaded by 11/30/2022. (B)(6) 2022- retain testing of lot cd220227 was performed on twenty inteliswab devices using retain positive samples from lot 6691282. All twenty devices produced a visible t line. A device history record review as well as a customer and a lot history search were performed on lot cd220227. No aberrant observations were noted in the device history record that are pertinent to this complaint. There were no other complaints associated with this lot. Retain testing did not produce the consumer's issue of no false negative results. Based on this investigation, no specific root cause could be established, and the devices are performing as per specification mentioned in the IFU. Please see the attached investigation memo from orasure's r&d director of product development.